Event description:
Two endeavor sprint over the wire (otw) drug eluding stents were implanted during the index procedure; one in the mid-lad, and one located in the proximal-lad. It is reported that the patient suffered an infection approximately one week post index procedure. The patient recovered with medication; the investigator believes there was no correlation between the infection and the study device. Approximately 3.5 months post index procedure the patient presented with shortness of breath and chest pressure. A cardiac workup was negative and the patient was found to be anemic. Patient received two units of blood and was hospitalized for three days. Patient recovered with treatment. It is reported that the patient suffered an acute stemi approximately 6 months post index procedure. It is reported that it was a q-wave mi, located in the anterior, involving the target lesion. It is reported that the patient was admitted with dyspnea and chest pressure. Cardiac catheterization showed stent restenosis and probable thrombosis of the lad. Investigator has indicated that the event was related to the study device. A balloon angioplasty of the lad was performed. Ref: 9612164-2011-01334 and 9612164-2011-01335.

Manufacturer narrative:
Evaluation, results: inherent risk of procedure (mi, stent thrombosis, revascularization). (B)(4).